Manufacturer narrative:
H3 device evaluation: analysis of the returned lead found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was triali ng a wireless external neurostimulator. It was reported that the patient was having a lead implanted, and when they performed the introspection testing, contact 7 was showing on the wens as a red "x" and it was not seating. To test if it was a wens problem, the healthcare provider tried to reseat the lead tail into the 0-7 port of the wens. The same contact remained with the red "x" and they then switched the lead tails and tried that lead in the 8-15 port. It then showed that contact 15 was not seating and displayed the red "x" on the tablet. It was clarified that impedances were 10,000 ohms. They decided to try a new lead, and they were successful with the new lead seating fully. They proceeded to implant that lead. The representative clarified that the issue was noticed during the lead implant; they tested it in the operating room, so it was "placed briefly," and then it was removed and replaced with a different lead. The issue was resolved, and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 24-jun-2028, UDI#: (B)(4). G2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes updated. Product ID 977a290, serial# (B)(6), was returned for product analysis, but has not yet been analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.